Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of a common femoral vein was attempted using a proglide device with an 8.5f sheath relative to an ablation procedure. Reportedly, when the plunger was removed, the suture pulled out. A cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017: failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that a venous closure of a common femoral vein was attempted using a proglide device with an 8.5f and the preclose procedure was not performed. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. In this case, the use of only one device does not appear to have contributed to the reported needle to cuff miss and hemostasis was successfully achieved. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.